Event description:
Heartware left ventricular assist device (lvad) presents with deep infection of the thoracotomy incision to include the rib and intercostal muscle on (post operative day) pod number 37 requiring IV antibiotics and 3 separate incision and drainage (I&d) procedures to date on pod#37, pod#42, and pod#47. Pt is currently being evaluated for wound closure with flap procedure.